Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that after implant of a 27mm 7300tfx mitral valve, the patient developed large pvl and underwent percutaneous pvl plug closure after implant duration of 4 years, 4 months. Per medical records, the patient underwent transcatheter closure of pvl using a 10mm amplatzer muscular ventriculoseptal defect device. The device was successfully deployed in good position. Post tee showed marked improvement in degree of pvl. The patient left the cath lab in stable condition.

Manufacturer narrative:
Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for (B)(6), developed large pvl and underwent percutaneous pvl plug closure. Per medical records, the patient underwent transcatheter closure of pvl using a 10mm amplatzer muscular ventriculoseptal defect device. The device was successfully deployed in good position. Post tee showed marked improvement in degree of pvl. The patient left the cath lab in stable condition.